Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was unknown. Reportedly, a correction injection and a correction bolus was delivered to address bg. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.